Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 29-jun-2017, an fse conducted an onsite follow-up with the customer to address the reported event. During servicing, fse observed the barcode reader not reading barcodes. They checked the barcode settings and found a loose barcode reader cable. To fix it, the fse reseated the cable. The customer was able to run patient samples without any barcode issues. The instrument was verified to be working as expected. There was no further action required by fse. The most probable cause of the reported event was a loose barcode reader cable.

Event description:
On (B)(6) 2017, a customer reported that the barcode reader is not working with their g8 analyzer. The customer reported that the tried cleaning the reader and checked the cables. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.